Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 1494 added (use of device in tricuspid valve). The device was not returned for analysis. A review of the lot history record could not be performed as the lot is unknown. Additionally, a review of the complaint history record was not performed due to unknown lot information. All available information was investigated and a definitive cause for the reported complete clip detachment (ccd) could not be determined in this incident. The patient effects heart failure that subsequently resulted in recurrent tricuspid regurgitation (tr) was due to clip detachment from both the leaflets. It should be noted that the mitraclip instructions for use (IFU) states under the "intended use" section that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use was due to use error as mitraclip was used to treat the tricuspid valve; however, the off-label use did not likely contribute to the reported detachment. The reported patient effect of heart failure as listed in the mitraclip system IFU potential complications and adverse events section), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report post procedure, the patient was re-hospitalized with heart failure, recurrent tr, complete clip detachment and caught in chordae. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were implanted without issue reducing mr to 2. Imaging quality was perfect. There was no challenging anatomy present during the procedure. On (B)(6) 2019, the patient was re-hospitalized decompensated [heart failure] with residual tr of 4. A chest x-ray was performed which showed one clip was detached from both leaflets because the location of the posterior septal clip was not seen in the valve anymore, but seemed attached to chordae. An additional transesophageal echocardiography (tee) and transthoracic echocardiography (tte) was performed which showed the clip detached from both leaflets. There was no treatment reported or planned at the time of the event. No additional information was provided.